Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(6), lot 31040c, reader sn: (B)(6). A repeat cue covid-19 test performed on the same day provided a negative result. Customer states they did not have covid-19, but did not specify how this was determined. Although requested, customer did not respond to technical supports three attempts to obtain further information regarding this suspected false positive result.

Manufacturer narrative:
Response to h3: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.